Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage: battery compartment crack) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/14/2016 with the following findings: review of the pump¿s black box revealed unexplained rebooting events. Two battery compartment cracks were observed; the compartment¿s threads were damaged. No moisture was observed within the battery compartment. The returned battery cap was unable to secure properly to the pump and an intermittent power issue was experienced. The cap¿s contact dimensions were within specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with a test cap. No damage or defect was observed to the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. (B)(4).